Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance, low defib impedance, high voltage circuit issue, unspecified sensing issue due to insulation damage on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low defib impedance, high voltage circuit issue and due to insulation damage on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
New info explant: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information notes that the right ventricular (rv) lead was explanted. The patient was discharged after the surgery.